Event description:
The peritoneal dialysis (pd) pt's medical records revealed the pt sustained a right inguinal hernia from lifting the replacement liberty cycler box on (B)(6) 2012. The hernia was diagnosed and examined by the physician on (B)(6) 2012.

Manufacturer narrative:
The pt's medical records were received and a clinical investigation was completed. The clinical investigation concluded there was no overfill event and there was no documentation that indicates the liberty cycler's functioning caused the hernia. The device was not returned to the MFR for physical eval for the reported event. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.